Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 320122. Batch no: 8319759. Email received (B)(6) 2019: I just wanted to contact you in regards to a pen needle I just opened for my t1d son. The sealed paper lid was in tack and the needle was taken from our sealed container which we store new tips in. Inside the threaded collar is a black blotch.

Manufacturer narrative:
H.6. Investigation summary: customer returned photos of an open 4mm, 32g pen needle from lot # 8319759. Customer states that inside the threaded collar is a black blotch. The photos were examined and a small amount of dark material was observed on the edge of the non patient end of the hub. It is difficult to determine the identity of this material solely from photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the photos. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6).  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32g experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 320122, batch no: 8319759. Email received (B)(6) 2019: I just wanted to contact you in regards to a pen needle I just opened for my t1d son. The sealed paper lid was in tack and the needle was taken from our sealed container which we store new tips in. Inside the threaded collar is a black blotch.